Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 3777-45, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient product ID 37752, serial# (B)(4); product type recharger. (B)(4).

Event description:
It was reported that was reported that the event involved a patient and occurred during normal use, and the product was implanted and remained in service. It was further reported that the patient used the system post operatively for two weeks and did not recharge. They reportedly had not used it since that time. It was noted that it was not covering their pain target during those two weeks. Overdischarge was reportedly confirmed and it was unknown what number overdischarge this was. A physician mode recharge (pmr) was reportedly performed but it did not reset the device. Planned actions as a result of this event were a spinal cord stimulator (scs) trial that was planned but not scheduled and removal of the existing system which was also not scheduled. It was further reported that the recharging system had to be recharged before use. Once it showed 20% charge multiple attempts were made to start reset. It was noted that they were unable to get any communication with the implantable neurostimulator (ins) and an antenna locator indicated correct positioning of the recharge disk. It was then noted that the patient was alive with no injury and there were no symptoms or complication related to the event. It was later reported this was a peripheral nerve stimulator for low back pain. The patient reportedly had low back, bilateral hip and leg pain. It was noted that the patient used it for about two weeks following implant but the coverage reportedly did not cover their pain target and no coverage on the right. It was further noted that after it quit working the patient made an attempt to recharge but could not get a connection between the recharger system and their implantable neurostimulator (ins), and they did not notify anyone with the manufacture.